Event description:
According to the reporter, during a procedure, while the device was being applied at the tissue, the anvil moved closer to the handle when they turned the knot. The device was not able to be closed. The anvil could not be tilted after firing. The eea sizers were used. The incision extended due to the product problem. It is unknown how much incision was extended. There will be an additional operation performed to correct the issue. They changed and used another device to complete the case. No patient injury noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a photo of stapler device. The anvil of the instrument was observed to be separated from the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
Based on review of the file, this report was updated from a serious injury to malfunction. If information is provided in the future, a supplemental report will be issued.